Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on 03 nov 2011 12:03:52. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be concluded. A 510k number will not be provided in the emdr, because the product code in unknown at this time. A follow up MDR will be submitted if additional information is obtained.